Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate (hm) ii left ventricular assist system (lvas), serial number (B)(4), and the reported patient outcome could not be conclusively established through this evaluation. The account reported that the patient expired on (B)(6) 2020. The device was not returned for evaluation. Multiple requests for additional information regarding this event were sent to the account; no further detail was provided. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped to the account via customer order (B)(6) on 23 sep 2014. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) is currently available. This IFU lists the adverse events that may be associated with the use of the heartmate ii lvas, including death. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient passed away. The cause of death is unknown.